Event description:
Procedure type: tlh, vaginal cuff. Needle fell out of jaws while in use closing vaginal cuff. Remaining suture and needle are being returned with endostitch device.

Manufacturer narrative:
(B)(4). On the initial report submitted on 10/07/2014, serious injury and other serious (important medical events were checked. These entries were incorrect. This file is a product problem only.

Manufacturer narrative:
(B)(4).